Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was not confirmed. The unit was tested with olympus ltf-s190-5 and ltf type vh test scopes. The b30 error did not occur during testing. However, there was a worn-out video connector which caused a poor connection. It was recommended the software be upgraded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during a procedure, while using the visera elite video system center, the image was lost, and the monitor displayed a b30 scope communication error. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. As the issue was not reproduced during the device evaluation, it was likely that there was no abnormality and the connection scope was the cause, or because the device was used in the state where foreign matter such as dust and the remainder of the chemical liquid adhered to the electrical contact of the scope connector. The instructions for use (IFU) provides the following guidelines: code: b30 . Error message: contact olympus scope communication err (b30) . Possible cause: foreign objects, such as detergent remnants, hard water residues, finger grease, dust, and lint are on the electrical contacts. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the oscillator to the light source.